Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited micro-dislodgement and high thresholds. Moreover, the lead was repositioned and the same lead was utilized. The lead remains in service. No additional adverse patient effects were reported.